Event description:
Caller states he had difficulty filling the pod with insulin but forced it in. He heard a grinding noise but decided to use the pod. Caller stated his b/g was fine at the time. A few hours later his b/g was over 400 and he decided to remove the pod. He removed pod without deactivating, and noted that no insulin was delivered. Caller activated a new pod. No further info reported.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.